Event description:
Auto suture threaded trocar 5.5 mm/4216 by covidien was inserted for instrument placement in a laparoscopic hernia. The device had a defective seal causing gas to leak out around the instrument. Device was replaced. While performing surgery small round seal was noted in the abdominal cavity and was removed by surgeon.